Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.